Manufacturer narrative:
Medwatch sent to FDA on 01/02/2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of inflammation, induration, granuloma, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 9 weeks after injection with juvederm voluma with lidocaine in the cheeks, nasolabial folds and labiomental folds as well as juvederm volbella in the lips, the patient contacted the healthcare professional stating the inflammatory nodules had developed in the areas where juvederm volbella had been injected, mainly in the lips and around the marionette area. Patient was reviewed the same day by the healthcare professional who confirmed inflammatory hard nodules in the lips and some hardness at the marionette lines, "more so on the left than the right". Patient was prescribed ciprofloxacin. Three days later, the patient was reviewed by the healthcare professional who noted the patient was "more swollen and [their] nodules" had become harder. Patient was additionally prescribed prednisone and told to continue on the ciprofloxacin. Though symptoms slightly improved, as confirmed by the healthcare professional four days later, the patient returned on the following day "with again more swelling and harder and larger nodules". Patient was treated with "hyaluronidase desinfiltral into all inflamed areas. Mainly [the patient's] lips and also to the left marionette area. The right marionette was a bit hard but not severely inflamed" and so the healthcare professional decided not to treat this area. Patient was evaluated two days later; healthcare professional noted that nodules were smaller, but "3 new small not red hard nodules" had developed in the nasolabial area. Patient was treated again with "desinfiltral to all inflamed nodules" mainly in the lips, marionette, and nasolabial area. Patient was also prescribed augmentin in place of ciprofloxacin. Patient's symptoms are improving but still of concern. The healthcare professional believes the reaction is "most probably granulomatous". This is the same event and the same patient reported under MDR ID #3005113652-2013-00257 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine (lot # vb20a30013), also a device manufactured by allergan.